Event description:
An orsiro drug-eluting stent system was selected for treatment. During preparation it was noticed that stent struts were deformed.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end. Several stent struts are lifted and are everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent struts were initially crimped on the balloon. Based on the conducted investigations, no manufacturing or material related root cause could be determined.